Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the event. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter pcb, which resolved the reported issue. The ventilator passed extended self-testing (est), short self tests (sst), performance verification testing (pvt) and electrical safety test. (B)(4).

Event description:
A report was received from the USA stating that, during pt use, the ventilator shut down. There was no reported pt harm. The date of the event could not be confirmed.